Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was advanced to the left atrium and the pigtail catheter was inserted. Upon contrast injection into the left atrial appendage (laa), some contrast staining was noted angiographically by the physician. Transesophageal echocardiogram (tee) assessment revealed the patient had a small pericardial effusion around the right ventricle (rv). There was no hemodynamic compromise. The decision was made by the physician to proceed with procedure. The 27mm wds was prepped and successfully deployed with release criteria met. During this time, the patient remained stable and the effusion was unchanged. No intervention was required. The patient remained stable and was discharged home the next day.